Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse called to report a hospitalization due to high blood glucose. The current blood glucose reading is 86 mg/dl. Customer was vomiting and nauseated. The blood glucose reading at the time of the event was 709 mg/dl. Diagnosed diabetic ketoacidosis and renal failure. Customer declined to troubleshoot. Nothing further reported.